Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/25/2019 . The manufacturer's service technician recommended that the customer replace the central processing unit (cpu) board. The customer replaced the cpu board to address the finding. The manufacturer's service technician also provided option codes required following cpu replacement to the customer.

Event description:
Customer states the device was not saving the date and time accurately. There was no patient involvement. Event date not specified; estimate used.